Event description:
The customer reported that 5west and 5east surveillance stations are restarting and remain stuck in local mode. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The field service engineer (fse) was on site to look at the situation with the customer biomed. The fse verified that the servers were in a reboot loop. It was noted during a conversation with the hospital's biomed, that they already swapped the pc hardware on one of the servers and it did not resolve the issue. This indicated the problem was not isolated to a single hardware failure. To perform further diagnostics, the fse physically disconnected the network patch cords from the hosts, which immediately stopped the boot loop. Tried reloading and reconnecting to the network, the reboot cycle continued. With this, the case has been escalated the case to the national support specialist (nss) team for further support. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The field service engineer (fse) was on site to look at the situation with the customer biomed. The fse verified that the servers were in a reboot loop. It was noted during a conversation with the hospital's biomed, that they already swapped the pc hardware on one of the servers and it did not resolve the issue. This indicated the problem was not isolated to a single hardware failure. To perform further diagnostics, the fse physically disconnected the network patch cords from the hosts, which immediately stopped the boot loop. Tried reloading and reconnecting to the network, the reboot cycle continued. With this, the case has been escalated the case to the national support specialist (nss) team for further support. They advise the biomed to swapped out a host in the department that was behaving similar, with that the host started continuing to restart. A temporary workaround for monitoring: while troubleshooting, the display issue on 5nicusurv1 (due to an unsupported picrs remote) was addressed. The two affected sectors were moved to 5nicusurv2, and those beds were placed on the overview screen of 5nicusurv1 to ensure continuous visibility and alarming. A configuration on all three affected surveillance stations was changed to bypass the f5 load balancer and connect directly to ibe node 1. It was confirmed that the fix was verified in real-time during the meeting. With both hl7 metric and alarm outputs re-enabled and pointing directly to node 1, the surveillance stations remained fully stable and operational. The flow of data to epic and the secondary paging system was restored. A quote was sent to customer to have the fse to go back on site to reload the software and replace any other parts if needed. The customer didn't accept the quote at this time. No further information was provided. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The fse was able to do a workaround and the issue has been stable and working per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.